Event description:
A hospital in (B)(6) advised that during a multiloc surgery with a short 8mm nail, the most proximal of the distal locking screws missed the nail. Aiming arm was used. The drill sleeve does not aim in center of nails locking hole. This report is #1 of 3 for file (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional code: hxh. PMA/510 (k): cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.